Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event. The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 118 mg/dl, and the meter bg reading was 547 mg/dl. As a result of the decreased basal delivery, customer's blood glucose (bg) level increased to 780 mg/dl with a large ketone level identified as dangerous. The customer went to the hospital where a first aid doctor performed a "direct recaption of saysiological solution/insulin through venous access" to initially address bg. Subsequently, the customer went to the emergency room where healthcare providers administered physiological solution before being admitted to the intensive care unit (ICU) where insulin was administered through venous access to treat the high bg. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Customer was discharged from the ICU on april 11th, 2024 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.